Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported there was a suspected allergic reaction to the pump. After being implanted with a pump (in 2016) to substitute an old one, the patient had a skin reaction. After 2 years of red skin they decided to explant the pump. After an allergy test, the patient tested positive to benzoyl peroxide, sulfite, and nickel. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A translation of the original source document was received: it was reported the hcp had the patient at check-up because of a suspected infection. The patient received a synchromed el in 2003 without problems. In 2010, this was replaced by a synchromed ii without problems. In a second replacement in 2016 by another synchromed ii, the patient developed redness around the pump from the beginning. The pump was removed at the end of (B)(6) 2018, after 2 years with redness. The allergy test was also reported as "epicutaneous trials."

Manufacturer narrative:
Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign health care provider (hcp) via a product surveillance registry (psr). It was reported that on (B)(6) 2018, the patient exhibited increased redness and induration around the pump and bellybutton. The pump had migrated as well (almost fully horizontal). On (B)(6) 2018, the patient had no fever, headache, nausea or vomiting. Laboratory testing on (B)(6) 2018 showed no leukocytosis, and cultures showed (B)(6). On (B)(6) 2018, the pump was explanted and cultures were taken. Vancomycin and amoxiclav were administered. The cultures showed (B)(6). The clinical diagnosis was pump infection with (B)(6). The event required in-patient hospitalization. The event resolved without sequelae on (B)(6) 2018. The device was being returned to the device manufacturer. The event was possibly related to the device or therapy. The event was not related to the implant procedure.

Event description:
Additional information was received. It was indicated the tilt of the pump was very serious. The pump was almost completely horizontal, which made it more and more difficult "to put on." It was stated "due to induration and sticking to the skin, the til." Additional information was received clarifying the previous statements. It was indicated the pump was almost completely horizontal, which made it more and more difficult to refill. The refill of the pump was also difficult due to the induration and sticking to the skin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the vancomycin and augmentin were administered on (B)(6) 2018.

Event description:
Additional information was received, indicating the event resolved without sequelae as of (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated the patient would get a new pump on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the patient's pump was provided. The patient's pump was implanted on (B)(6) 2016, and explanted on (B)(6) 2018. It was reported the patient's symptoms resolved after the device was explanted. The pump would not be returned, because it was stated to not be available anymore. It was unknown who was in possession of the device. Additional information was received from a foreign health care provider (hcp) via a product surveillance registry (psr) regarding a patient who received unknown baclofen (2000.0mcg/ml, 279.9 mcg/day). The patient experienced eczema around the pump wound incision site. As of (B)(6) 2017, the issue had not disappeared and the event was considered ongoing. As of (B)(6) 2017, the event outcome was reported as unresolved with no further action planned. The eczema was confirmed on (B)(6) 2017. The issue began after pump placement. The issue was thought to and "allergic reaction to one of theparts of the pump." The issue was related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the pump migration was not known. It was reported the pump turned over and was almost fully horizontal. It was reported to be unknown if the device would be returned.